Event description:
The customer observed a falsely elevated alinity c creatinine result generated for a female patient sample. The following data was provided: sample ID (B)(6) initial result = 23.34 mg/dl, repeat = 0.94 mg/dl, 0.95 mg/dl, 0.95 mg/dl, 0.97 mg/dl, repeat results on another analyzer (B)(6) = 0.88 mg/dl and 0.86 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry : (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Update: section d4 - expiration date updated from blank to 9/14/2023, and h4 - device mfg date updated from blank to 6/16/2022. The complaint investigation for falsely elevated alinity c creatinine results included a search for similar complaints, review of complaint text, ticket trending review, labeling review, device history record review, and field data review. Return testing was not performed as returns were not available. The complaint activity is normal for reagent lot 60912un22. A review of tracking and trending did not identify any related trends for the product for the issue. A review of the device history records did not identify any non-conformances or deviations associated with the lot number 60912un22 and complaint issue. The overall performance of alinity c creatinine reagents was reviewed using data gathered from customers worldwide. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 60912un22. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity c creatinine reagent lot 60912un22.

Event description:
The customer observed a falsely elevated alinity c creatinine result generated for a female patient sample. The following data was provided: sample ID (B)(6) initial result = 23.34 mg/dl, repeat = 0.94 mg/dl, 0.95 mg/dl, 0.95 mg/dl, 0.97 mg/dl, repeat results on another analyzer ((B)(6)) = 0.88 mg/dl and 0.86 mg/dl no impact to patient management was reported.